Event description:
(B)(4). Same patient as: 2134265-2012-06340, 2134265-2012-06341, 34265-2012-06335. It was reported that post a coronary stenting treatment procedure, the patient experienced worsening coronary artery disease and chronic occlusion. A 2.0x12mm taxus express 2 stent was implanted in the right posterior descending artery. In (B)(6) 2012, the patient was diagnosed with worsening coronary artery disease and cardiac catheterization was recommended. There was chronic occlusion of the 2.0x12mm taxus express2 stent implanted in the r-pda. The 60-70% in-stent restenosis of the previously deployed study stents from mid to distal rca was treated with placement of a 3.5x30mm non-bsc stent. Post dilation was performed. Residual stenosis was 0%. In addition, the 70-75% in-stent restenosis of the previously deployed stent in the distal circumflex was treated with the placement of a 2.25x26mm non-bsc stent. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved without residual effect.

Manufacturer narrative:
Device is a combination product. If implanted, give date - (B)(6) 2004. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).